Event description:
It was reported that during a thoracotomy procedure, the green reload kept snapping out of the powered echelon. Opened another reload and it snapped out again. We opened a new device and got another new green reload and were able to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with two cartridges unfired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the cartridge was loaded into the device without difficulties during functional testing. This report is not intended to deny that you experienced a problem with the device. No anomalies found during the batch history review.